Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of three days earlier. On the evening of the day prior to original date, the pt tested on the subject meter and obtained a reading (result unknown ) that she felt was low, and took an unspecified amount of novolin 70/30 insulin based on the alleged low result (on a sliding scale). The pt reported she felt that result was low because she was up all night as a result of frequent urination; a symptom she stated she experiences when her blood glucose is running high. The next morning, on original date, the pt reported that she tested on the subject meter and obtained a reading of "192 mg/dl" which she also felt was too low based on her feelings. The pt denied receiving medical intervention. It would have been helpful to obtain the following info from the pt: the result(s) obtained on the subject meter prior to developing the symptoms, the date/time those prior readings were taken, and if she self-treated or rec'd any medical intervention to relieve the symptom. At the time of troubleshooting, the customer care advocate (cca) confirmed that the subject meter was sent to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the pt was cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly still experienced symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.